Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 09/22/2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: a review of the black box indicated an unexpected reboot occurred on (B)(6) 2016. The battery compartment and battery cap were undamaged and the cap was able to fit securely. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump successfully completed ez-prime steps and 24 hour testing with no power issues occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was torn but the button remained responsive. (B)(4).